Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that metal particle occurred during inserting the screw into the cup hole again and again to adjust the alignment of the screw. Spare screw was used instead of it and the procedure was completed.

Manufacturer narrative:
An event regarding crack/fracture of a hip screw and a trident shell was reported. The event was confirmed. Method & results: device evaluation and results: material analysis concluded that the threads on the bone screw fractured in a ductile overload manner. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the investigation concluded that the threads on the bone screw fractured in a ductile overload manner. Likely contact with the hole edge in the shell the screw was being inserted into created the shear forces that broke the crest of the thread. Elemental constituents were consistent with ti-6al-4v alloy. No material or manufacturing defects were observed on the surfaces examined.

Event description:
It was reported that metal particle occurred during inserting the screw into the cup hole again and again to adjust the alignment of the screw. Spare screw was used instead of it and the procedure was completed.